Event description:
Underdelivery reported: the pump was programmed in the pain management continuous plus pca bolus mode of delivery to infuse an unspecified pain management medication at 20.0mg/ml, 20.0mg/hr, 2.0mg bolus with 30 minute lockout and a total volume 100.0ml. It was reported that the display indicated that 60.0ml had infused, but there was approx 60.0ml remaining in the fluid container. The tubing was changed and therapy continued. It was reported that the inconsistency between the volume infused indicated on the display and the actual volume in the fluid container was again noted when the fluid container was due to be changed. There was no reported pt harm. The device was replaced without further reported event. Though requested, there was no additional info available.